Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device expiry date: 05/2022.

Event description:
It was reported that sometime post port placement, during a CT scan, extravasation was noted. It was further reported that the patient experienced pain in port site. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fifth complaint reported for this lot number and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported fluid leak and suction issue. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022), g3, h6 (patient, device, method). H11: e3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, during a CT scan, the extravasation was noted. It was further reported that the patient experienced pain in port site. The patient status was unknown.